Event description:
A caller reported experiencing a cartridge alarm issue known as cartridge alarm 20. There was no adverse impact on the customer's blood glucose level. The customer successfully loaded a new cartridge and resumed insulin therapy without the need for additional assistance from technical support, and the issue was resolved.